Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the tenaculum forceps instrument has a broken pitch cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire on tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was dissecting when issue was identified. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from distal end of instrument. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken distal pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induce issue. Correction: remove isifa2024-08-r from h9.

Event description:
Refer to h11 for follow-up information.